Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer was assisted with a displacement test. Customer was advised to change their infusion set. The customer's blood glucose was 155 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).